Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump would not charge customer's blood glucose (bg) level was 400 mg/dl. Customer successfully charged the pump using an alternate usb cable and wall adapter.